Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal left circumflex (lcx). The lesion was pre-dilated with another manufacturer's 2.0 x 15 mm balloon catheter and a 2.25 x 20 mm promus element plus stent was implanted. The physician then wanted to implant a promus element, mr, ous 2.50 x 12 mm stent overlapping the previous stent proximally. The stent delivery system was advanced, but the device was unable to cross the lesion due to the calcification and it was noted that the stent became "flared". The procedure was completed with a different device. No patient complications were reported and the patients condition was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).